Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported low speed alarms in the device history. The log file submitted to the manufacturer for review showed low speed hazard alarms while the pt was connected to batteries. There were similar occurrences of low speed operation in the log files for the backup system controller and a third system controller. X-rays submitted to the manufacturer for review appeared to show a bend in the percutaneous lead. The hospital made a decision to replaced the pump and a pump exchange to another lvad was successfully completed.